Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue built up at the distal end of the device. The ptfe pad (teflon pad) was inspected and the teflon pad was found lifted, completely exposing metal and with small charred marks. The distal end of the device was inspected under a microscope and found charred marks to the probe unit. The probe unit was intact. The wiper movement, the consistency of movement of the handle and jaw, the handle load, and the rotation of the knob torque are normal. Based on the evaluation and similar reported complaints, the potential cause of the damaged teflon pad is likely attributed to unintended operational error. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects. Do not activate output while applying the probe tip to the tissue with strong force, grasping thick tissue or twisting the handle. As a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that near the end of a therapeutic procedure, the surgeon was working on the patient¿s fallopian tube when the staff noticed the teflon pad at the distal end of the device appeared to be damaged/peeling with metal exposed from underneath the teflon pad. There was no error message displayed on the generator and no device fragment fell into the patient reported. There was no intended bleeding to the patient. The device was replaced and intended procedure was completed using a second device with the same model and lot number. No other equipment was replaced. There was no adverse outcome to the patient.